Event description:
Customer reported labeling on test strip vial is torn, smeared, and is unable to read. No treatment received. A request was made for return product and replacement product was sent.